Event description:
A female pt experienced cellutitis of the left upper eyelid while using renu (unk type). The pt reported having symptoms of pressure on her eye and indicated her dr. Diagnosed her with a fungal infection in 2006. However, the pt's dr. Reported the pt was seen on the same day,and was diagnosed with cellutitis of left upper lid, which was tender to the touch. The pt was prescribed keflex 500mg, 4 times daily, as treatment. The pt subsequently recovered. The physician did not attribute the event to use of a specific product.